Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed january 8, 2019. An intellatip mifi oi ablation catheter was selected for using during an atrial fibrillation ablation procedure. It was reported that after the catheter was inserted, all potentials could not be found; it seemed that electrical loss occurred. The catheter was replaced and the procedure was performed without further issues. However, returned device analysis found obstructed irrigation ports. The obstruction was suspected to be dried saline; however, the obstruction had not been located during analysis. During returned device analysis, the device passed all electrical testing. There were no electrical shorts or opens; all electrodes, sensor, and thermocouple resistance measurements were within specification. The steering knob and tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was attempted; however, an "occlusion detected" error occurred immediately after the pump was started. Ablation was performed on the bench without irrigation connected, and the device was found within specification. The handle was cut open to inspect for irrigation leaks; no evidence of leaks was found. A syringe filled with water was then connected to the luer fitting. While applying pressure to the plunger, due to an obstruction in the lumen somewhere along its length, no fluid leaked into the handle cavity or exited the irrigation ports at the distal end. Water was injected into each lumen channel while removing sections of lumen along the entire length or the shaft; the obstruction was isolated to the distal end/tip; however, the obstruction could not be located during analysis.